Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead, model #: sc-4318, lot #: 18388883, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing numbness in his foot after his permanent implant procedure. It was also reported that the patient had developed an infection at the ipg site. Symptoms of infection were redness and soreness. It was believed that the infection was procedure related; however, it was unknown if the numbness was device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.